Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter: no labelling on syringes. Pharmacy was opening box to dispense and noticed no markings on syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Ninety-five samples of 5ml eurographics syringes material 309649 lot 3116123 were received and evaluated. Ninety-three samples were received in sealed packages and two in opened packages. All 95 samples are missing the entirety of the scale markings. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3116123 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No labelling on syringes. Pharmacy was opening box to dispense and noticed no markings on syringes.